Event description:
It was reported to philips healthcare that the pt contact indicators are lit, indicating contact, when the paddles are in the tray. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.